Manufacturer narrative:
The device was returned to the manufacturer for evaluation. According to the investigation details, there was debris build up in the device.

Event description:
It was reported that the device would not grab the wire during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.